Event description:
The customer reported that, the ortho provue analyzer dispensed excess amount of 0.8% surgiscreen cells into the mts anti-igg card lot # 022407001-20 during antibody screen testing. Incorrect for "no dispense" can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and determined that the probe and wash station were damaged. The fe replaced the appropriate components and performed adjustments to return the instrument to expected operation. The customer performed and accepted qc.